Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Manufacturer narrative:
The legal manufacturer informed as follows - while making the decision tree, an error was made and pq1 (does the information suggest that a getinge device has or may have caused or contributed to a death or serious injury?) Was marked as yes. However, there was no death or serious injury. The decision tree was updated and now it is marked as no. It is still reportable, but only as malfunction by the legal manufacturer. As such, the importer emdr is not required in this case as it was sent in error.

Event description:
Manufacturer's ref. #:(B)(4).